Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits, and there were no anomalies in the lead tip. The outer insulation integrity was unable to be tested due to cuts in the insulation that appear to have occurred during explant. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations of oversensing.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing the patient's atrial flutter. The oversensing caused pacing inhibition (no asystole). The lead was not able to be repositioned, so the lead was explanted and replaced. No additional adverse patient effects were reported.